Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements of greater than 200 ohms for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Review of the stored electrogram (egm) found no noise. It was also noted that all previous measurements were within range and the increase to greater than 200 ohms was sudden. Boston scientific technical services (ts) was consulted and suggested looking for possible electromagnetic interference (emi) sources by identifying what the patient was doing at the tie of the shock impedance measurement increase. Ts also suggested performing further lead testing to ensure the integrity of the system. The field representative noted that since there were no adverse patient effects the clinic would continue to monitor the patient. The ICD and rv lead remain in service.